Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to techincal services on 09/23/2016 stating that there could be emi vs rrt oversensing due to an ra lead problem. Also noted fluctuation of impedance over 400 ohms in the past 3 days. The physician was dr. (B)(6) no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)